Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Add'l info has been requested but not rec'd to date. (B)(4).

Event description:
A surgeon reported that a patient still had astigmatism after intraocular lens (iol) implant surgery. The surgeon also indicated that the iol was observed to be rotated six days after surgery. The surgeon was not able to check the iol position since the pupil did not dilate enough to allow observation. Add'l info has been requested but not rec'd.